Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). Patient stated they have had all kinds of pr oblems ever since the time of implant. Patient stated they were told the ins battery is smaller than their previous one so it is moving around and would say the patient was laying down or standing up, which agent understood to be in reference to adaptive stim. Patient stated they have dealt with four reps. Due to the nature of the call, agent did not ask further details. Patient stated they finally got programmed to how it works whatever position they're in. Agent documented information given. Additional information was received from the patient. A phone call was made to the patient to clarify if device moving was actual migration or an adaptivestim (as) issue. Patient explained that it was doctor¿s (hcp) medical judgement to put the new smaller device in the same pocket where the old bigger (device) was. Since the new device was in a bigger pocket, patient suspected it moved and that¿s why it did not register the correct position that was seen on the controller (for as). For example, when they would be standing, the as would show they were sitting and vice versa. When they brought this issue to the hcp¿s attention, the hcp said to give it some time, and the pocket tissue will grow around the new battery to secure it. Hcp did not do any imaging to confirm patient¿s suspicion. Patient stated that the issue did resolve over time. The reps programmed it few times. Patient was not sure if they made the reps aware of the smaller ins in the pocket issue but the reps were aware of the incorrect position showing for as. Patient said it has been few months since the rep last reset the as and it has been working fine since. Patient added that if the as issues happens again, they will contact the hcp office, but so far, everything is working fine.